Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. Per IFU," the 14f manta vascular closure device is for access sites in the femoral artery following the use of 10-14f devices or sheaths (maximum od of 18f)."account stated that specialist present in the case provided incorrect information stating that 14f esheath had an od lesser than 18f. This incorrect information could have likely led to the use of wrong manta device. There is no way to confirm if this is a factor that may have resulted in bleeding post manta deployment. Imaging and angiogram sent by the account was reviewed. It can be noted that blood flow distal/inferior to the access point is minimal and likely obstructed post deployment of the manta. Angiogram from the contralateral side was performed that indicated artery appears to be a timi 1 after the radiopaque marker. Physician attempted to cross from the contralateral side to reach the access site of manta multiple times. However, a decision was made to call the vascular surgeon. Device was removed and it was noted that the anchor was stuck between intima and media. No operation reports were provided by the account. Images shared on the vascular repair show collagen and the lock outside of the vessel which is likely not the cause of occlusion. Dissection appears to be present based on imaging reviewed, however, without further information/statement from the healthcare provider, this cannot be confirmed. Per IFU: local trauma to the femoral or iliac artery wall, such as dissection as a potential adverse event related to vascular closure device. Event details mentions about a change in angulation post deployment of manta. It is unclear what this angulation means. It could be a case of changing the plane of view of the scanner to check the deployed manta or likely be a case of deploying manta at an incorrect angle that could have led to occlusion. Per IFU step 5 instructs "hold the manta handle in the right hand at a 45-degree angle to the leg. While grasping the proximal handle end of the manta closure with the right hand, completely actuate the lever arm in the clockwise/ proximal direction. This deploys and releases the anchor within the vessel". No additional information on angulation was provided to confirm the case.

Event description:
As reported: tavi case treated with 14f sheath on the right side with common femoral artery 7 mm, measurement at the beginning of the procedure showed 2 cm, the system was deployed following the indication at 3 cm. After the deployment , it showed a bleeding, so it was decided to change the angulation. After manual compression outside of the patient there was no visible bleeding. The angio check showed from contralateral access, the artery appears with timi 1 after the radiopaque marker. The physicians decide to recross from the contralateral side trying to push various wires in order to try to cross the portion of the vessel where the manta was present .finally, they decided to call the vascular surgeon. He informed that the anchor was between intima and media. The device was removed.